Event description:
Per the pt's clinic, the pt was experiencing sub-optimal performance. The results of an integrity test conducted in 2009, showed multiple open electrodes. The pt was explanted/reimplanted at approximately three weeks later.